Event description:
Physician was performing a laparoscopic cholecystectomy. The 5 mm endoclip was used and would not release. The tissue tore on the biliary artery causing bile to spill into the abdomen. The procedure had to be converted to an open cholecystectomy. The pt had originally been admitted as a 23 hr pt. This event caused pt's stay to be 5 days. In 1/01, the physician reported that the pt had developed a bile leak that was being treated with drains for now.